Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. It was also reported that the right atrial (ra) lead exhibited chronic high thresholds with potential non capture. The ra lead remains in use. No further patient complications have been reported as a result of this event.